Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The access port kit accessory was analyzed and found to have the retaining ring dislodged inside of the reducer cap. The retaining ring appeared to be dislodged from its expected location which is in the groove on the cannula shaft. The cannula was inspected, and no damage was observed, specifically in the groove where the retaining ring sits. The retaining ring remained inside of the cap. There was no visible damage to the cap. The retaining ring secures the cannula to the top of the retaining base, and since the retaining ring is dislodged, the cannula is able to be removed from the rotating base which is not expected behavior. The complaint was confirmed by failure analysis. The probable root cause of the reported complaint can be attributed to a workmanship issue during manufacturing. When the retaining ring is not properly seated on the cannula shaft, the retaining ring can potentially become dislodged.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the single-port (sp) access port kit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure, the metal ring of the single-port (sp) access port kit became loose. There was no collision with any instruments. The customer used another sp access port kit to resolve the issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a sudden loss of insufflation in the extraperitoneal space. The ring was a metal or silver color.